Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's heart transplant it was found that the outflow graft had separated at the bend relief. Fibrinous matter was within the cannula. The fibrin was sliced and was sent for culture. The patient was successfully transplanted.